Manufacturer narrative:
The lens and lens vial were returned for evaluation. Visual inspection found the lens is in a dried condition and particulates, saline dentrites, dried solutions and white crystal like particles are visible on the optic and haptics. The lens is not damaged. Visual inspection found the lens vial contains no fluid and dried solution and crystal-like particulates visible in the threads of the cap and vial. The septum is damaged/cracked. A functional test was performed by filling the vial with water. Fluid does leak from around the cap. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information currently available the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented.

Event description:
It was originally reported that the lens had "crusty" debris on it. This occurred during preparation for use. Another lens was used to complete the surgery. Evaluation of the returned product on (B)(6) 2015 identified that the crusty debris appears to be dried balanced salt solution (storage solution). The lens was dry and the vial showed evidence of leaking.